Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the anti-siphon valve tubing leaked while infusing etoposide. The adult patient reported wetness then on assessment a small amount of sanguineous drainage was noted on the patient's bed sheets. Tubing was replaced and there was no harm to the patient.